Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low creatinine (crem) result generated by the unicel® dxc 880i synchron® access® clinical systems. A) the initial result was 181umol/l. The result was not reported out of the lab. B) since the crem value failed the delta check, the lab re-tested the sample. The repeated result of 378umol/l was believed and reported out of the lab. Patient treatment was not impacted.

Manufacturer narrative:
A field service engineer (fse) was dispatched: a) the fse replaced the modular chemistries (mc) sample syringe. No additional information regarding this event is available. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.